Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a leak and air in the line was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's (B)(4) regarding a check supply line alarm, which occurred on the homechoice (hc) during use during prime. The baxter technical service representative (tsr) assisted the home patient (hp) to close the clamps, recycle the machine, reload the cassette, and go back to prime. There were no kinks in the tubing and the frangibles were broken. There was an air bubble in the line. The hp moved the bag and the fluid was moving in the tubing. The hc alarmed again. The hp said there was a leak inside the door area. The tsr informed the hp to use manual bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp)'s wife returned (B)(4)'s call on (B)(6) 2011 regarding the reported event. The hp's wife stated that there was something wrong with the cassette at the neck and it had leaked. The hp's wife stated they talked to the doctor about this and they were given new cassettes to use. The hp's wife stated the sample was discarded and she did not know the lot number for the cassette. The hp's wife said they had no more of those cassettes. The hp's wife stated that since then everything has been going well. There was no patient injury or medical intervention reported.